Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead explanted due to unknown reasons and replace with a same model lead. No additional adverse patient effects were reported.